Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient had been in the car for about five minutes, had fully charged onboard batteries, and was connected to the car charger. The hospital personnel reported tha the had not been hypertensive or fluid overloaded. The patient was switched to the backup freedom driver without adverse patient impact. Although the freedom driver exhibited a fault alarm, the driver continued to function as intended. This alleged failure mode poses a low risk to the patient because it does not prevent the freedom driver from performing its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.